Event description:
It was reported the qrs tone is not available on their intellivue multi measurement server (x2). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the qrs tone is not available on their intellivue multi measurement server (x2). Patient involvement is unknown.